Event description:
No additional information provided.

Event description:
No additional information provided.

Manufacturer narrative:
The rod was functionally tested and was unable to distract with manual distractor and electronic remote controller (erc). The rod was sectioned and no internal damage was found. The sectioning revealed the rod was fully retracted indicating misuse of the erc during the treatment sessions causing device to be retracted instead of being distracted. The rod was determined to be jammed due to repeated retraction force from improper use of the erc. A review of the DHR documents indicated that the rod was manufactured by the specified requirements at that time and met all of the required quality inspections before shipment.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision was performed due to the rod not distracting. No patient adverse event was reported.